Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with error code. The da pcba adc reference failed vent inop occurrence. The customer reported there was no patient involvement.